Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this pacemaker was defective. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.